Manufacturer narrative:
The doctor stated that the unit is currently functioning and he will not be returning it for evaluation. Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.

Event description:
In this event a doctor reported that a midwest e 1:5 attachment overheated. There was no injury or intervention.